Event description:
Cancellation report is being submitted due to the completion of the investigation on 06-oct-2025. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Device evaluation. (B)(4) unit of oacl-10-7 of lot number c2183985 device was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 29 jan 2025. An image was provided, showing the pushing catheter, guiding catheter, and positioning sleeve. On evaluation of the devices the following observations were made: visual inspection: pushing catheter, guiding catheter, stylet and positioner returned. Functional inspection: pushing catheter examined and kink observed beneath hub. Guiding catheter examined and kinks observed at approx. 4.5cm and 6.5cm from the hub. Pushing catheter mover over guiding catheter with resistance. The event was not observed. Manufacturing records prior to distribution oacl-10-7 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for oacl-10-7 of lot number c2183985 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: upon review of complaints this failure mode has occurred previously with this lot c2183985. This was with (B)(4) which was from the different customer and is registered for the same device. The root cause for this complaint was as follows ¿a definitive root cause could not be determined. However, a possible root cause could be attributed to mechanical stress during the procedure. The returned stent exhibited a hole on the non-tapered end and damage to the flap, with biological material present on the surface. Additionally, a section of the wire was found exposed from its black outer tubing. These conditions may have resulted from device interaction or manipulation during advancement, positioning, or retrieval, particularly in the context of placing multiple stents.¿ based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2183985. Instructions for use and/label. The notes section of the instructions for use (ifu0096), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0096) as per the available information the device was placed for prophylactic drainage which deviates from the intended use of the IFU. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance image review an image was not returned for evaluation. Root cause review. A definitive root cause could not be determined from the information available as it could not be replicated in the laboratory. A possible root cause may be related to the guiding catheter being kinked by the stones in the duct, due to which the disengagement faced resistance. The resistance and kinks observed on both the pushing catheter and guiding catheter may have contributed to the unsuccessful stent placement. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. Investigation findings conclude that a definitive root cause could not be determined from the information available as it could not be replicated in the laboratory. A possible root cause may be related to the guiding catheter being kinked by the stones in the duct, due to which the disengagement faced resistance. The resistance and kinks observed on both the pushing catheter and guiding catheter may have contributed to the unsuccessful stent placement.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
There was resistance during disengagement, and the technician used more force to disengage the stent. Although the disengagement was completed, the stent was not placed successfully. Does the complaint relate to: device removal, device placement, observation prior to patient contact - device placement if not, with the device in question, how was the procedure finished? - although the stent did not release smoothly, the physician and technician forcefully pulled it to complete the deployment. What was the target location for the stent? - cbd please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. - at room temperature and no direct light what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? - boston jagwire 0.35 450cm was the wire guide lubricated prior to use?n/a, yes, no - y was the wire guide inspected for damage prior to use? N/a, yes, no - y was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no - y were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no (if yes, please indicate the procedure performed.) - y did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no - n was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day - same procedure. Were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no (if yes, please detail any other defects observed.) - n had a sphincterotomy been performed prior to this occurrence? N/a, yes, no - n what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? - olympus jf-260v 3.7mm. Does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no - y was resistance encountered when advancing the introduction system in place to the target location? N/a, yes, no (how did the physician deal with this resistance?) - n how did the physician determine the length of the stent to be used for the procedure? Since the stone was located in the cbd (common bile duct), the physician decided to place a stent to enhance drainage and attempt to slow the formation of new stones. Where was the stricture located in the duct? - there was no significant stricture; the stent was placed for prophylactic drainage. Was the stricture dilated prior to placing the device? * (if so, please indicate what device(s) were used.) - n was resistance encountered when advancing the stent through the obstructed area? N/a, yes, no - n after placement, was stent position verified? N/a, yes, no (if yes, please describe how) - y please estimate the amount of time the stent was in place prior to this occurrence. - na did any section of the device detach inside the endoscope or patient? N/a, yes, no (if yes, please specify what section of the device broke off:) - n please indicate whether the device broke in the endoscope or in the patient. N/a, endoscope, patient - na was the broken device retrieved? N/a, yes, no (if yes, please indicate what tools were used during retrieval (e.g., basket, balloon, snare, forceps etc.): - na were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g., guiding catheter shortened, stent cut etc.) N/a, yes. No (if yes, please indicate what modifications were made:) - n please indicate why the modifications were necessary. Na please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Na